Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation results and the legal manufacturer's investigation. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined, it is likely that the image was not displayed due to a poor connection with the video connector, as it was confirmed that the printed circuit board¿s operational amplifier circuit design was changed before countermeasures were taken, or that the video connector latch was worn out. There has since been a design change to prevent reoccurrence. In addition, service found the top cover, the rear panel, and the chassis were corroded. The power supply case was damaged, the video connector latch was worn, and the software version was old. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center display color bars. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer attempted two maj-1430 video cables and after connecting to the cv-190, color bars disappeared with image. The customer attempted the gf-uct180 to another cv-190 and image was obtained. There was no image with the 180 series scopes however, all 190-series scope delivers an image. The customer opted to send in the device for evaluation and repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.